Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I'm mostly worried because it looks like one of my front center upper teeth is slanting inward more than the other, and it's starting to look crooked. (B)(6) 2024: this happened when I had the aligners on and would push them in by biting on the white chewy thing provided. Throughout the day, it would tend to be a little painful, so I would bite down with the aligners to help with the pain, and it chipped. I also have a dentist appointment on (B)(6) 2024 to fix the chipped tooth.